Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12707. Note: device 2 was placed peripheral, off label use. It was reported the patient's leads were connected to a new ipg. The patient experienced ineffective stimulation due to high impedances on one of the leads. The patient was taken to post-op where he reported ineffective stimulation. The physician noted the leads had migrated and the patient received unintended stimulation. Surgical intervention is planned to address the issue.